Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Conclusions: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass they experienced flow issues while using the centrifugal pump adapter with the terumo centrifugal pump. An fx15re40 oxygenator was used with a sarns centrifugal pump during the procedure. A terumo pump adapter was used to couple the centrifugal pump head to a sorin s5 drive motor. No issues were observed during set-up and prime of the cpb circuit. As cpb was initiated, the target blood flow rate was able to be achieved at a reasonable rpm. About two minutes later, the aortic cross-clamp was applied and the pump speed was reduced to reduce the blood flow. After the clamp had been applied, the maximum blood flow produced was approximately 2.4 l/min. This flow rate did not increase although the rpm was increased to 3500. There was no indication of the pump head decoupling from the pump adapter and/or the motor. No issues could be identified with the aortic cannula / clamp positions. The svo2 remained at a reasonable level (66%) during this time, and the pao2 was >300 mmhg; however, the paco2 was elevated at 54 mmhg. The tubing between the centrifugal pump head and the oxygenator inlet felt hard when investigated during the event. During the next 30 minutes, and for the remainder of the bypass time, the blood flow rate gradually increased to expected levels and the rpm of the pump was able to be dropped to normal levels. The paco2 remained higher than expected, but the pao2 was adequate. The act after the initial dose of heparin was administered was 482 seconds, and cpb was initiated 11 minutes after this sample was taken. An additional 5,000 units of heparin were in the prime. The two act's taken during cpb were 514 seconds and 486 seconds. The post-pump teg was normal and platelet function was in the normal range. The user facility communicated that the low flow during the early stages of cpb appeared to be due to an organic obstruction in the oxygenator and obstruction was relieved later during cpb. No clots or debris were seen in the cpb circuit during or after cpb. The surgery was completed successfully without any delay or associated blood loss. No harm to the patient was observed. This event was previously reported for the fx15 oxygenator in MFR # 1124841-2015-00250, and the centrifugal pump in MFR # 1124841-2015-00256.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 8, 2015. (B)(4). The actual sample was not returned for evaluation. In addition, the lot information was not provided; therefore, a review of the device history record could not be performed. Retention samples are not retained for pump adapters, so testing of an available sample was not performed. Without the necessary information or samples, a complete investigation could not be performed; therefore, the complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.